Event description:
It was reported that the patient experienced 'acute withdrawal'. A dye study was performed; the issue was unclear and it was thought that there may have been a 'pump malfunction'. The patient underwent surgical revision. The pump was programmed for a bolus preoperatively 'to make sure the pump bolus would operate as it should'. Upon opening the pump pocket and 'spine site', it was noted that 'the catheter was barely on the pin'. The catheter 'fell off' when they tried to get a hold of the pin with the forceps. It was then determined that the 'catheter connecter had failed'. The catheter was revised; a new pump segment catheter was placed; the spinal segment of the catheter remained and they were 'connected'. The new catheter segments were primed. The patient returned to the operating room on (B)(6) 2011 for a "re-revision." Drug delivered was baclofen 2000mcg/ml at a daily dose of 689.8 mcg.

Manufacturer narrative:
Catheter model: 8596, serial #: (B)(4), implant date: (B)(6) 2003, explant date: unk; catheter model: 8598, lot #: b004294n03, implant date: (B)(6) 2003, explant date: unk.

Manufacturer narrative:
Product ID neu_unknown_cath; product type catheter. (B)(4).

Event description:
Additional information later reported the patient experienced clonus, shaking, increased muscle tone, tachycardia, hypertension and diaphoresis. The severity was indicated as moderate. The pump was partially disconnected and potentially kinked. Diagnostic methods included x-rays on (B)(6) 2011 revealed radiographically intact baclofen pump system, possibly empty pump. A pump refill, appropriate residual volume, also (B)(6) 2011. A catheter access port (cap) contrast study on (B)(6) 201 revealed patent tubing with normal csf aspiration and normal. On (B)(6) 2011 inability to aspirate fluid from catheter access port. The etiology was noted as related to device or therapy and possibly related to implant procedure. The outcome was resolved without sequelae (B)(6) 2011.

Event description:
Additional information received reported that there was a normal myelogram and no leaking of the contrast on (B)(6) 2011. It was further clarified that the revised catheter was replaced on (B)(6) 2011. The patient's pump was intended to infuse gablofen.

Manufacturer narrative:
(B)(4)